Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. The lens remains implanted. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6: investigation type 4110: lens work order search: no similar complaint event(s) within associated lots were found. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices). B5- a facility representative reported that following an implantable collamer lens (icl). Implantation procedure, the patient experienced a refractive surprise. Refractive treatment was performed. The lens remains implanted. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted. Claim#(B)(4).